Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable pump (serial # (B)(4) identified no anomalies. The returned device passed all function testing in the laboratory. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient code (B)(4) is no longer applicable for this event . If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the patient felt as though she was not getting medication and was a getting sick. The pump was replaced. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving dilaudid (2 mg/ml at 0.31 mg/day) via an implanted pump. The patient¿s medical history included having her pancreas removed due to stomach issues and this was why the pump was implanted to help with that pain. The patient had experienced regular stomach pain attacks and was admitted to the hospital frequently. Her pancreas was removed and the drug infusion system was implanted which had helped her because now she only had to go to the hospital once every 3-4 months for abdominal pain. The indication for pump use was pancreatitis and non-malignant pain. On (B)(6) 2018 it was reported that the patient went to the hospital because her pump went dry for 8-10 days. The low reservoir alarm date was thought to be (B)(6) 2017 and the pump went empty around (B)(6) 2017. The patient experienced problems with finding a doctor to manage her pump and she was caring for her dying mother. One clinic was thinking about taking on the patient, but then decided not to so the pump went empty. The pump was refilled yesterday and the doctor cut the intrathecal dose in half. No patient symptoms were reported. No further complications have been reported as a result of this event.